Event description:
It was reported the patient had his spectra penile prosthesis removed and replaced with an inflatable penile prosthesis due to patient dissatisfaction, reasoning translated to mean "spectra not on the penis base, spectra unstable". No patient complications were reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.